Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber damaged at tip at 80 joules. The fiber was replaced and the case was continued with a second fiber. The second fiber also damaged at the tip at 137,609 joules. The case was continued with a third fiber. This report is for the second fiber. No patient injury.

Manufacturer narrative:
Fiber analysis: the fiber cap is fractured distal to glue zone. The fiber cap exhibits severe char, devitrification, and detritus. The fiber is broken distal to glue zone. The broken fiber tip surface area exhibits char. The heat shrink tube is partially melted and contaminated with detritus. Based on the analysis findings the fiber/ cap conditions would result in forward firing. The most probable root cause that contributed to this failure was suspected to be localized heat accumulation/ user handling can occur when tissue adheres to the fiber cap surfaces. Reference MFR# 2937094-2013-00635. The most probable root cause that contributed to this failure was suspected to be localized heat accumulation/ user handling can occur when tissue adheres to the fiber cap surfaces. Reference MFR # 2937094-2013-00635.